Event description:
Devilbiss healthcare is the manufacturer of the device which is a portable oxygen concentrator. The device is not available for evaluation. The fire report assigns the root cause of the incident as unintentional and was external tothe device. The end-user of the device threw a candle in the trash bin. This candle caused a fire when the user fell asleep. He was awoken by a burning sensation on his hand. He suffered possible burns.